Event description:
It was reported the healthcare provider was "not happy" with the recordings from the lead during the lead placement. It was reported the event occurred intraoperatively and the lead was replaced with a second lead which was repositioned. Reportedly, the healthcare provider was "happy with the outcome." It was reported there was no injury to the patient.

Event description:
Follow up information reported that the physician had no specific issue with the lead except for they ¿thought the readings were weak¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).